Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The sample was not returned to abbvie. A total of 10 photographs were received and evaluated. No apparent damage was observed to the visible portions of the peg tubing or external fixation plate. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that the patient had deterioration of the stoma/abdomen that had existed for more than 1 year. On (B)(6) 2020 it was reported the suspicion of a buried bumper. Home care came every 14 days to check the wound. Wound cleansing had been done with distilled water. Will begin cleaning with nacl 0.9 % and skin protection with solid zinc paste; cleaning of the skin exclusively with almond or olive oil. Stoma shows a medium hypergranulation. The stoma was placed in scar tissue because of a small intestinal ileus. A scar hernia has now formed around the stoma. On (B)(6) 2020, the patient was hospitalized. An endoscopy was performed and confirmed the presence of buried bumper, which was removed in the same procedure. The doctor decided to leave the tube system, as it was working properly. Opening a new stoma would have to be done at the previous site, which was not considered necessary by the physician. On (B)(6) 2020 it was reported that the patient remained hospitalized and planned for discharge after physician visit on (B)(6) 2020.